Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws were not aligned and could not pass through the trocar. It had to be manually aligned with a laparoscopic instrument. The procedure was completed with no reported injury.